Manufacturer narrative:
The product was not returned for evaluation. The hospital retained the device.

Event description:
During preparation for a thrombectomy procedure, the technologist had difficulty locating the penumbra aspiration tubing (tubing) because the packaging of the tubing looked similar to the packaging of other penumbra devices. The procedure was successfully completed by manual aspiration using a penumbra system ace 64 reperfusion catheter, a penumbra system 3max reperfusion catheter and a syringe.